Manufacturer narrative:
The cholesterol gen.2 reagent lot number is 93475101 (expiration date: 31-oct-2026). The field service engineer inspected the analyzer, replaced the white tip of the vacuum nozzle, adjusted the position and alignment of the cell rinse station relative to the cells (cuvettes), and repaired the nozzles. He verified the analyzer's performance with hardware and precision checks. The investigation determined that the event was related to a cell rinse issue. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable cholesterol gen.2 assay result for one patient sample tested on the cobas pro c 503 analytical unit. The initial result was 3.55 mmol/l. The repeat result was 5.41 mmol/l. The repeat result was deemed correct.